Event description:
Physician intubated a pt with the lma-fastrach endotracheal tube for three days. On the second day the endotracheal tube developed a leak. The pt was in the ICU and an external pressure monitor was placed on the luer lock end of the valve during the course of intubation. Physician believes the valve was damaged due to continued manipulation by the nurses with repeated checks of the pressure monitor. There was no report of any pt injury or problem. The lma-fastrach endotracheal tube has been discarded, therefore, it will not be returned for eval.